Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while using the 5mm optical trocar, the gas seal fell into the abdominal cavity. They were able to retrieve the seal and the pt is doing fine.

Manufacturer narrative:
(B)(4).